Event description:
During an in clinic follow-up, undersensing resulting in diagnostic anomalies was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.